Event description:
It was reported that the patients battery was having charging burden. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device was disposed per facility protocol.